Event description:
It was reported that the ilet user experienced elevated blood glucose, with values on ilet reading 238 mg/dl and fingerstick confirmation around 229 mg/dl. The user noted eating a banana after an evening dinner meal announcement, which could have required an additional small announcement. The pump delivered correction doses, and the user later performed an infusion site change without evidence of a bent cannula or leakage, indicating no apparent device component issue and suggesting an improper or incorrect use procedure related to meal announcements. Symptoms included hyperglycemia and a sensation of warmth or flushing. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.